Manufacturer narrative:
Additional information was received on 12/20/2019. In addition to the right sided issues reported with this report, the patient also experienced left sided deflation. See 1645337-2020-00716 for the left sided prosthesis report. When the devices were explanted, bilateral prosthesis replacement with 200cc mentor memorygel breast implants was performed. The mentor failure analysis lab received the device for evaluation on 1/3/2020. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Additional information was received on 1/13/2020. The left sided device was replaced on 9/26/2009 for an unspecified reason. This information relates to 1645337-2020-00716. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information received, it was reported that the patient experienced device migration.¿ a manufacturing record evaluation was performed for the finished device 5788917 number, and no non-conformance related to the reported complaint condition were identified. During visual inspection of the device a crease was found on the posterior view. No other anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: migration/ asymmetry. Concomitant products: 375cc mentor memorygel breast implant, catalog # 3507375bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation revision with a 325cc mentor memorygel breast implant experienced right sided device migration with asymmetry post procedure. The implant was described to be dropping, enlarging, and spreading. The root cause of the patient¿s symptoms is unclear. The device was explanted on (B)(6) 2019.